Event description:
It was reported that the patient's generator reached an eos status after being implanted for only a few months. The patient's generator has been replaced due to a premature end of life condition. A review of device history records confirmed that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. The explanted product has not been received to date. No other relevant information has been received to date.

Event description:
The cause of premature end of life is unknown. There is no failure in performance when tested in product analysis, but there was confirmed failure of the device since premature end of life was confirmed. Most likely cause is manufacturing error.

Manufacturer narrative:
Device available for evaluation, corrected data: initial MDR inadvertently listed that the device was not available for evaluation, even though the device had been received by the manufacturer. Device evaluated by manufacturer, corrected data: initial MDR inadvertently listed that the device was not returned to the manufacturer, even though the device had been received by the manufacturer.

Event description:
The explanted generator, which was explanted and returned due to battery depletion, has been returned for product analysis. Analysis is underway but has not been completed to date. Programming data was also provided for review. Reviewing the data it was observed that the battery voltage depleted more quickly than expected as compared to the charge consumed measurements (%) on 5/10/2019, however all other battery measurements prior to that date revealed normal battery depletion. Please note that battery depletion appeared to have occurred quickly and to a great extent between interrogations on 3/27/19 and 5/10/19. This type of behavior is typically observed when the generator comes in contact with electro surgery instruments that can cause an asic latch up condition. However, at this point in time no conclusion can be drawn to the cause of the observed battery depletion due to limited evidence surrounding the circumstances of the battery drain. No other relevant information has been received to date.

Event description:
The generator was explanted and returned for product analysis due to a low battery status unknown. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The generator was constantly in a reboot mode which was due to the low battery voltage. A failure to program was observed in the product analysis lab. A premature battery depletion condition was confirmed. In the provided decoder, it was noted that during an advanced interrogation of the device on 07/02/2019, a generator reset code of ¿02¿ was observed, which indicates that the generator run state is stopped. It was confirmed that normal, magnet, and auto stimulation were disabled; and therefore, the stimulation was stopped. No other relevant information has been received to date.

Event description:
No excessive current drain was observed during this additional testing over a period of several months the generator performed according to relevant electrical tests. A cause of the premature depletion was not identified. No other relevant information has been received to date.